Manufacturer narrative:
The following sections were updated/corrected/added: b4, b7, g3, g6, h2, and h11. Additional information: there was potential wire interaction with the moderator band. The pericardial effusion was noted immediately prior to time out. A capsule gap had already been created, and the delivery system (ds) was central and coaxial. While confirming valve height, a drop in blood pressure was observed. Slightly increased wire tension was maintained during ds advancement and insertion to prevent loss of position. Normal wire tension was maintained during valve crossing. Wire tension was slightly reduced after crossing. However, the majority of wire pullback occurred during the crossing maneuver. The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of a transcatheter tricuspid valve replacement (ttvr) procedure involving the evoque system. A perforation/pericardial effusion was caused by the wire. There appeared to be slight wire pressure due to the small, conal shaped rv. When perforation occurred the delivery system appeared to be slightly anterior to the guidewire curl. The patient was put on bypass while cardiac surgery attempted to fix rv perforation. However, the patient passed. The cause of death was rv perforation and subsequent cardiopulmonary bypass surgery which was unsuccessful. The initial guidewire placement was slightly posterior to anterior papillary muscle. The wire curl in relation to the anatomy appeared to be in the rv apex. There was no intentional push to gain height or intentional maneuvering of the guide wire. The perceived root cause of the event was believed to be slight wire pressure, with the wire potentially shifting posteriorly and causing injury.